Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was at 3.2v and still had to wear pads, as it helped a lot but just not in some ways they wanted it too - the patient stated they couldn't quite make it to the toilet. This had been happening since implant was put in and the patient wanted to know how high they could go with the amplitude. Additional information was received indicating that the stimulation on program 4 seemed to be racing, stopping, and then racing again. On (B)(6) 2016, the patient saw the healthcare provider (hcp) and stimulation was changed to program 2 at 2.7v. It was indicated that this program felt okay at the office, but for the last couple of weeks prior to the report, it was getting on the patient's nerves. The stimulation was too high and bothered the patient. On the day of the report, the patient lowered the stimulation to 2.4v. The patient did not indicate symptom improvement, but stated the current program was much better and felt good. It was noted that the patient received a follow-up letter on (B)(6) 2016, and expressed that the hcp was notified of the issue, and the program was changed to resolve the issue.

Event description:
Additional information received reported the device was changed to program 2 but the problem had not resolved. The device was "racing" all the time, affecting the patient's nerves. The patient still could not make it to the bathroom before urinating. It was noted the patient was going to see their hcp in six months and they were going to go through the booklet to correct the problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that since implant they were still having leakage problems even though they were feeling stimulation, and last night they couldn't make it to the bathroom in time. It was noted the consumer was getting a 50% reduction but the device wasn't working as well as they expected with some days being good and some days being bad. According to the consumer the device was implanted for the bladder, but it also helped with the bowel. The consumer was currently on 7 and bumped stimulation up to 8.3. Following the increase in stimulation the consumer¿s symptoms improved and they were feeling a fluttering. No further complications were reported.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that they were still having a lot of trouble with their bladder. The patient stated that the device had helped some but not greater than 50%. The patient noted that they were currently on program 3 at 8.5 volts and were not feeling stimulation very much. The patient stated that sometimes they would feel it in the vaginal region, which they thought was something that would go away after time. The patient noted that they met with their healthcare professional (hcp) about 6 months before report and was told to just keep trying. The patient stated that they had never changed the program and noted that over the last few weeks it had been really bad. The patient stated that they would even go before they had to go to the bathroom and it would still all gush out at once. The patient noted that for over a year they had been hoping it would get better but it just hadn¿t. The patient was to follow up with their hcp at their appointment the day after report. No further complications were reported or were expected.

Event description:
Additional information received reported the circumstances that led to the reported issue was "somewhat, I'm not sure it's just right but seems I rest quite often." It was stated that the steps taken to resolve the reported issue were the doctor changed the program and they thought it was better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient wasn't going back to their hcp or the manufacturer representative (rep) and they had the battery removed from their body. They were disappointed in the product.